Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; unable to tightened battery cap, stripped threads, cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: review of the black box data revealed that records from the date of alleged event, (B)(6) 2017, had been overwritten due to continued patient use. There were no records of unusual power interruption in the available records. On examination, the battery compartment was noted to be cracked and the returned battery cap was damaged on the top coin slot and had stripped threads. The returned battery cap was not able to fit properly to the pump and did not maintain electrical connection; the battery cap became stuck on the pump and was difficult to remove. The alleged power issue was duplicated. A test cap was used to complete the investigation. With the test cap securely and properly in place, the pump was exercised for 24 hours without any interruption in power. The pump cover was removed for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. (B)(4).